Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 6 years have passed since the subject device was manufactured. Based on the results of the investigation, it is assumed that the scope communication error (b30) occurred due to the failure of the printed circuit board component parts. Per the legal manufacturer, the other device defect included in the initial MDR (dust in the equipment) has no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Error b30 (scope communication error) was displayed. The following defects were also found on the device returned to olympus. Portable memory (maj-1925) was damaged (still works). The backside of the device was covered by dust. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.